Event description:
It was reported that 1 bd ultra-fine¿ pen needle had a sterility issue. The following information was provided by the initial reporter : the consumer reported a needle stick while recapping the needle after injection.

Manufacturer narrative:
H6: investigation summary customer returned several images of a 4mm, 32 gauge nano pen needle from lot 1012818. The cannula of the pen needle has pierced the needle shield and now juts out from its side. It was noted that instructions for use intend for used pen needles to be disposed of in a proper sharps container as opposed to recapped. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the images received, bd was able to confirm the customer¿s indicated failure of the cannula piercing the needle shield. The root cause of the needle stick was an attempt at reshielding the pen needle when it was intended to be discarded.

Manufacturer narrative:
Initial reporter zip code : (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd ultra-fine¿ pen needle had a sterility issue. The following information was provided by the initial reporter : the consumer reported a needle stick while recapping the needle after injection.